Event description:
Stryker sales representative reported that the nurses were complaining that the big wheel brake engagement was difficult from the side control pedals. The sales rep continued to say that the account also is noticing that the big wheels are noisy when they are disengaged. It was further reported to stryker by the director of materials management at the customer site that the nurse had difficulty with the brake pedal and had to have physical therapy as a result. No product malfunction was determined at this time.